Event description:
Caller reported patient being admitted into the hospital with elevated blood glucose (1100 mg/dl). Caller indicated that patient was receiving an insulin drip to reduce her blood glucose. Caller indicated that patient did not feel the device malfunctioned or underdeliered, but the physician recommeded an inspection of the device to rule it out as the cause. Caller indicated that the piston rod and adapter had never been changed. Caller indicated that patient had missed some of her meal boluses and would make them up later. Caller indicated that patient did not allow insulin to warm to room temperature prior to use. Caller indicated that patient had been sick a few weeks prior with vomiting, but was uncertain of the cause.